Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high pacing thresholds. It was suspected the cause to be a lead fracture. No additional adverse patient effects were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, lead body damage, including insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported include specific clinical observation here, for example loss of capture, high impedance measurements, low impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high pacing thresholds. It was suspected the cause to be a lead fracture. No additional adverse patient effects were reported. No additional adverse patient effects were reported.